Manufacturer narrative:
As reported in a research article, transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: transcatheter aortic valve replacement for aortic regurgitation in q1 patients with left ventricular assist devices: an institutional experience.

Event description:
The article, "transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience", was reviewed. The article presented a case study of an 85-year-old, female patient. It was reported that on an unknown date, a 29mm navitor valve was chosen for implant with a large flexnav delivery system. A trace/trivial paravalvular leak was noted but no intervention was reported. It was reported post-procedure; the patient experienced retroperitoneal hematoma. The patient status was reported discharged. [The primary and corresponding author was santiago garcia, the christ hospital heart and vascular institute and the lindner center for research and education, cincinnati, ohio, with corresponding email: santiagogarcia@me.com].